Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During the atrial fibrillation ablation procedure, after the tacticath se was connected to the tactisys, an error message was displayed, which stated "contact force catheter is intended for single use only" and the tacticath se could not be used. The tacticath se was replaced, which resolved the issue, and the procedure was successfully completed with no adverse patient consequences. The hospital discarded the reported device.